Event description:
It was reported that the patient presented in clinic following an alert high voltage lead impedance. Electrical anomalies including noise, high out of range hv lead impedance, and one episode of vf due to noise were observed. Externalized conductors were seen on diagnostic imaging. The lead was capped and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.